Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to to provide the date of manufacture for the ventralex st device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Note: davol has identified that the information reported by the patient's attorney is not accurate. The product alleged to be implanted in (B)(6) 2009 and (B)(6) 2011 as ventralex st lot huzh1375 was manufactured in 10/2015 after the alleged implant dates. Also ventralex st was not sold in 3/2009. We have requested clarification. Based on the information provided no conclusions can be made at this time. It is alleged the patient experienced hernia recurrence and lysis of adhesions. It is unclear at this time if the hernia defects repaired post implant of the mesh devices was a recurrence of the original hernia defect or a new hernia defect. Future more, it is also unclear at this time if the alleged adhesions were to the mesh that was implanted in the patient. Recurrence and adhesion are a known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. When/if additional information or medical records are provided the complaints shall be updated/corrected as needed. This file represents the ventralex st implanted in (B)(6) 2009. A second emdr was submitted to address the second ventralex st implanted in (B)(6) 2011. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name, expiry date and 510 (k) number based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex, patient was diagnosed with hernia recurrence, adhesions, pain and mesh migration thereby underwent repair. Per operative notes, "the mesh was slightly pulled up into the hernia defect itself on the upper right side of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents ventralex (device #1). An additional supplemental emdr was submitted to represent ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent surgery to repair a recurrent ventral hernia and to lysis abdominal adhesions. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent umbilical hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex (device #1). Per operative notes, ¿the hernia sac was identified and the defect was dissected. A small ventralex patch (device #1) was placed beneath the fascia and sutured.¿ on (B)(6) 2011 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of biological mesh. Per operative notes, ¿in abdomen, there was a single adhesion to the ventralex mesh placed in the supraumbilical region. The adhesions were taken down and the mesh was slightly pulled up into the hernia defect itself on the upper right side of the mesh. A biological mesh was placed within the abdominal cavity.¿ on (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia thereby underwent open repair with implant of ventralex st (device #2). Per operative notes, ¿small defect was identified, the lower end of the wound mesh was also encountered. This was grasped and dissected free from the lower umbilical area and it appeared to be a ventralex (device #1). Portions of the mesh were excised as they were freed and the adhesions were taken down completely and no additional hernias found. A large ventralex st mesh (device #2) was placed and secured.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence, bowel obstruction and emotional injuries.

Manufacturer narrative:
Davol has identified that the information reported by the patient's attorney is not accurate. The product alleged to be implanted in (B)(6) 2009 and (B)(6) 2011 as ventralex st lot huzh1375 was manufactured in 10/2015 after the alleged implant dates. Also ventralex st was not sold in (B)(6) 2009. We have requested clarification. Based on the information provided no conclusions can be made at this time. It is alleged the patient experienced hernia recurrence and lysis of adhesions. It is unclear at this time if the hernia defects repaired post implant of the mesh devices was a recurrence of the original hernia defect or a new hernia defect. Furthermore, it is also unclear at this time if the alleged adhesions were to the mesh that was implanted in the patient. Recurrence and adhesion are a known inherent risks of surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. When/if additional information or medical records are provided the complaints shall be updated/corrected as needed. This file represents the ventralex st implanted in (B)(6) 2009. A second emdr was submitted to address the second ventralex st implanted in (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent surgery to repair a recurrent ventral hernia and to lysis abdominal adhesions. A ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair a recurrent umbilical hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.